Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Manufacturer report number: 2017865-2020-01209, manufacturer report number: 2017865-2020-01211. It was reported that the patient presented with an infection. The cause of the infection was due to bacteremia. Infection was near the incision site. Patient did not respond to antibiotics and it was decided to explant the full system to promote full recovery. Patient presented for extraction procedure on (B)(6) 2019. The pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was stable post procedure.